Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference regulatory number:1627487-2019-10284); (reference regulatory number:1627487-2019-10285); (reference regulatory number:1627487-2019-10286). It was reported the patient experienced uncomfortable stimulation due to lead migration. In turn, surgical intervention was undertaken wherein the right and left l2 and left l1 leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
(B)(4).